Event description:
The customer reported via phone call that they received a motor error alarm on the insulin pump. Customer's blood glucose was 222 mg/dl. Customer received the alarm during prime. Customer stated that they use the sensor feature on the pump. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that they receive a motor error alarm when they fill the tube and cannot get out of it. Customer stated that it was just a constant circle. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with a motor error alarm during the occlusion test and they were unable to prime at 4.0 lbs during the prime/compromised force sensor system test due to a faulty force sensor resistor. Insulin pump had a cracked case at the display window corner, a minor scratched lcd window, a cracked reservoir tube lip, and a missing end cap sticker.